Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse impact to the customer's blood glucose level. Replacement pump was sent to customer to resolve the issue.